Manufacturer narrative:
The physiotherapist of the nursing home located in padova, italy reported to arjo that there was an event involving arjo maxi twin floor lift and clip sling. The resident fell out of the sling as the consequence of the leg clip detachment during transfer from bed to wheelchair. The patient sustained cranial trauma. No other medical intervention than the tamponade of the injury was required. Arjo representative inspected the device after the event at the customer facility site. No malfunction was found within maxi twin lift. The sling in question was also inspected. It was revealed that it was wearing signs of wear: all clips were overused and the sling label was unreadable. The attempt to recreate a reported detachment was unsuccessful. The involved sling exceeded its intended lifetime of 2 years . Based on the provided photographic evidence we were able to determine that the sling might have been manufactured about 15 years before this event. It is unknown if worn clip could influence on the reported detachment. Based on product knowledge we can state that a sling clip can detach when it is in an unstable position or not under tension. Maxi twin instruction for use (IFU number 04.kt.00) guides through transferring procedure and informs the user how to attach the sling to the spreader bar attachment points. ¿to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation.¿ to sum up, arjo floor lift and clip sling were used as a system for patient transfer when resident fell out of a device. No defect has been found within the lift that could cause or contribute to the event, however one of clips detached and the patient fell of the sling so the system did not work as intended. The complaint was decided to be reportable due to the patient¿s fall and sustained minor injury.

Manufacturer narrative:
(B)(4). After the incident arjo qualified representative visited the customer to provide the device evaluation. No malfunction with the lift was reported. The sling in question was fitted with the previous design grey clips. Additional information will be provided upon the investigation conclusion.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi twin floor lift and passive clip sling. Following information provided, during patient's transfer from a bed to a wheelchair, one of the leg clips detached from a spreader bar attachment point. As a consequence of the event the resident fell out of the sling and sustained cranial trauma. The patient was taken to ER where the injury was tamponaded. No other injuries were reported.